Manufacturer narrative:
Gender: na. Date of event: unk. (B) (4) : device, incorrect care/use of.

Event description:
A report was received that cidex opa test strips which expired about 2008-01 had been used for 90 days. When this was discovered, the bottle of test strips was discarded and a new bottle was opened with an expiration date later this year. The caller reported that they change the cidex opa solution every 14 days and inquired if this was alright. She was informed that even if the solution was changed every 14 days, asp cannot recommended use of test strip to test the solution. If the product is expired asp cannot guarantee that the product is within specifications and any results obtained would not be accurate. She was advised to discuss with their facility infection control about the appropriate action to take regarding this matter. Subsequently, during a telephone follow-up, when asked about any pt involvement with respect to the expired product, the caller stated that she was not aware of any pt adverse event. They now use products that are within their expiration dating.